Manufacturer narrative:
(B)(4).

Event description:
It was reported during a procedure, the patient started to thrash round a little and the physician requested to check a blood pressure, an echo and a pericardial drain. The physician asked to collect geometry from the lasso catheter since he was thinking he had missed some on the roof as he was a far distance outside the geometry. The patient had a pericardial effusion and needed a pericardiocentesis. The patient was in stable condition upon leaving the ep lab. On reviewing carto, it was the lasso that looked like it was outside of the geometry, however when looking at the last 6 points there were 3 high force points from the map catheter and then the lasso moved into the area which was outside the geometry. The high force points were only 30 ¿ 32grams. The smart touch was through an 8.5fr agilis sheath. Additional information was requested, but no response has been received.